Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 490 mg/dl at the time of incident. Customer treated high blood glucose with manual injection. Customer reported insulin pump had insulin flow blocked alarm. Insulin flow blocked alarm resolved by complete set change. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.